Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm. The patient felt a tingling sensation in the pod area and noted redness at the site after removing the pod. The patient's blood glucose levels rose and the customer felt unwell. The patient went to the doctor who diagnosed a secondary allergy-induced infection and prescribed antibiotics and antihistamines for treatment. A new pod was applied.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.